Event description:
It was reported that a patient underwent a asymmetric pectus excavatum in 2026 and suture was used. Patient admitted for surgical correction of an asymmetric pectus excavatum. On first use, the suture needle broke in the middle without applying force. This happened several times. Risk of losing a piece of needle inside the patient. A new suture was used. No consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? Did any needle piece fell inside of the patient? If yes, what efforts were made to retrieve it? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). How many devices demonstrated the alleged deficiency? Not known did any needle piece fell inside of the patient? If yes, what efforts were made to retrieve it? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.